Event description:
The caller reported that after intubation, an unspecified size dct tracheostomy tube had a leak in the pilot balloon which caused the cuff to deflate. The issue required re intubation, and was not a part of routine changing. The tracheostomy tube was replaced with another unspecified size dct tracheostomy tube. There is no lot number available, and the tracheostomy tube is not available for return.